Manufacturer narrative:
Pump was received with compromised force sensor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime/delivery test due to loose/protruded drive support disk. Unit had completely broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked case at display window corner, cracked lcd window and minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime and was not able to exit the "preparing to prime" loop. Customer did not hear second set of beeps and numbers did not appear on screen after holding the act button down. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.